Event description:
The end-user called and stated that high bg's with soft-set no problems. Set was not occluded. Co did several tests with the pump and pump was ok. They used several sets and all the time high bg's. Maersk medical received the complaint and 1 used set.